Manufacturer narrative:
D10 concomitant products: oms-t10bt, oms-t10bt blunt tip trocar 10 x5 (lot #:p5f1011) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter intraoperatively, the balloon was smaller, resulting in a less ideal working space in the extra-peritoneal area. The trocar continuously leaked pneumoperitoneum during the case despite troubleshooting, which prolonged the surgical time. Additionally the disposable clip applier was misfiring and clips would reload randomly, further extending the surgical time. A new disposable clip applier was subsequently opened.